Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. The customer's blood glucose level ranged from 400-600 mg/dl. Customer delivered a correction bolus via the pump to address high bg. Reportedly, the customer changed infusion set and cartridge to address the occlusions prior to calling tandem technical support (cts). No damage was observed with the infusion set cannula in use at the time of the event. In addition, it was reported that the customer experienced a low blood glucose (bg) level of 51 mg/dl. Cause of the low bg was unknown. Low bg was addressed by performing a supply change. No additional information was provided. Customer declined to further troubleshoot with cts.